Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient presented with a methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The patient was treated with antibiotics, debridement, driveline translocation, and negative pressure wound therapy (npwt) were tried. The patient was put on central extracorporeal membrane oxygenation (ECMO). (B)(6) was returned assembled with the driveline (dl) cut approximately 3.5" from the pump housing and the distal portion of the dl was not returned (figure 1). All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The sealed outflow graft attachment and 1¿ of the outflow graft material was returned attached to the outflow elbow, which was connected to the pump¿s outlet port. The outflow graft bend relief and bend relief collar were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Section 1 of heartmate ii instructions for use (IFU) lists infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12feb2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient presented with a methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The patient was treated with antibiotics, debridement, driveline translocation, and negative pressure wound therapy (npwt) were tried. The patient was put on central extracorporeal membrane oxygenation (ECMO). According to the account, the patient also experienced renal dysfunction. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.5" from the pump housing and the distal portion of the dl was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump inlet housing. The sealed outflow graft attachment and 1¿ of the outflow graft material were returned attached to the outflow elbow, which was connected to the pump¿s outlet port. The outflow graft bend relief and bend relief collar were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced renal dysfunction, which caused the pump explant surgery to be postponed. The cause of the renal dysfunction was unknown.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with a device related driveline infection reported as deep bacteremia driveline infection; (B)(6). Antibiotics, debridement, driveline translocation, and negative pressure wound therapy (npwt) were tried. The patient was put on central ECMO (extracorporeal membrane oxygenation) with fv-lv to ao blood circulation until the clinical team decided to explant the hmii (heartmate ii) to treat the infection. The pump was explanted on (B)(6) 2021. No additional information was provided.